Manufacturer narrative:
(B)(4).

Event description:
Nurse on home monitoring received an iegm for an aborted shock due to noise. Patient was brought in and postural testing recreated the noise on both a and v channels.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis the ligature marks were detected 29.5 cm distal to the is-1 connector pin. In this region the lead body was constricted. The conductor cable to the ring electrode was found deformed. However the insulation was intact. It is assumed that the findings resulted from a tight suture. Furthermore the visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode which most likely occurred due to tensile forces applied during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Despite thorough and time consuming analysis of the lead as well as returned device data, no deviations were noted which might have contributed to the reported noise. In particular the values measured during the electrical analysis were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.